Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. During initial evaluation a crease was observed on the anterior and extending to posterior aspect. Leak test was performed, according with mentor procedures, and a rent was discovered on the posterior aspect, measuring approximately 0.1 cm, however microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed for the finished device number 7293260, and no non-conformance's related to the reported complaint condition were identified. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 275cc mentor smooth round moderate plus profile saline catalog: 3502275, lot: 7295529, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 275cc mentor smooth round moderate plus profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor smooth round moderate plus profile saline breast prosthesis on (B)(6) 2019.